Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a system message displayed and there was no irrigation from the handpiece when setting up for a procedure. The handpiece and cassette were exchanged to trouble shoot, but the issues remained. They exchanged the system to perform the case. There was no pt involved.